Event description:
It was reported that the patient with this right ventricular (rv) lead had endocarditis. There were no additional adverse patient effects reported. The rv lead was surgically capped.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead had endocarditis. There were no additional adverse patient effects reported. The rv lead was surgically capped.